Event description:
It was reported that the insulin pump had been turning off for the past 2 to 3 days and customer's mother thought it was the type of batteries and got a new type of batteries and devise is still having the same problem. Customer has been experiencing unexplained high blood glucose. Customer's mother stated that the insulin pump did not have any alarms. She declined to troubleshoot for high blood glucose or low battery. Current blood glucose value was 88 mg/dl; had treated with manual injections and balancing meals. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.